Event description:
It was reported that a 53-year-old caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis experienced left sided deflation post procedure. This was thought to have been possibly caused by a car accident. As a result replacement with unspecified silicone implants was performed on (B)(6) 2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 10, 2023. The explant date was clarified to be (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2023 mentor became aware that the previously report submitted contained the incorrect value in g3 (date received by manufacturer). The correct value should have been (B)(6) 2023. The correct value is populated with this report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 10, 2023. The investigation of the returned device was completed by the failure analysis lab on august 15, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had tear within crease/fold measuring approximately 0.2 cm. Leak testing was performed, according to mentor procedures, and no other leak sites were detected. Microscopic examination was performed on the edges of the rupture, and no parallel striations were found in the area of the tear. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).